Event description:
It was reported the patient has a stimulator for pain. In november or december of 2013 the patient fell, landed on the stimulator and messed it up. After the fall the patient stopped using the stimulator because if they turned it on they felt a lot of pain. The device was causing more pain instead of taking it away. It was noted the patient¿s manufacturer representative checked the device in (B)(6) 2014 and they said ¿the patient did not land on the probe they use but had done something¿. Additional information received on (B)(6) 2014 reported each time the manufacturer representative saw the patient their device and therapy were working fine.

Event description:
Further follow-up indicated that the patient passed away due to an unrelated reason. Prior to their passing the patient had a doctor's appointment scheduled for (B)(6) 2014. The event outcome is unable to be obtained.

Event description:
Additional information received from the patient reported that they had their implantable neurostimulator (ins) removed about a year prior to the report because it "messed up."

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).